Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Please refer to the attached preliminary analysis report. Waiting for physician's decision if a re-intervention will be performed.

Event description:
Reportedly, during a scheduled fu the physician noticed episodes of oversensing on both channels a and v. It was not possible to reproduce it. The physician is suspecting an abrasion between leads.

Event description:
Reportedly, during a scheduled fu the physician noticed episodes of oversensing on both channels a and v. It was not possible to reproduce it. The physician is suspecting an abrasion between leads. As reported on 12 april 2023 the ventricular leads was replacedon (B)(6) 2023. The lead is not available for expertise although intensive efforts were made, it was not possible to determine the serial numbers of the subjected leads

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. Updated information: 5. Describe event or problem: additional information updated g3.3. Date received by manufacturer: changed to (B)(6) 2023 as info about patient status received this case will be closed with no changes in conclusion compared to the preliminary report from 06/03/2023 please refer to the attached analysis report.